Manufacturer narrative:
Investigation: the customer was performing a platelet depletion procedure using optia cmnc protocol, which is an off label use. The customer provided pictures in lieu of the disposable set to further aid in the investigation. The photographs confirmed hemolysis in the channel connector. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the event root cause: a definitive root cause could not be determined. Possible causes include but are not limited to: the patient's underlying disease state a misload of the disposable set - an unidentified manufacturing defect in the disposable set - a partially open inlet line clamp an issue with the patient's catheter (defect or misplacement).

Event description:
The customer reported that they were performing a platelet depletion procedure on a patient with thrombocytosis and noted the plasma line was pink at the beginning of the procedure. The physician ordered a stop to the procedure and confirmed the treatment would resume in the morning. The operator paused the procedure and wanted terumo bct clinical support to assess a picture of the interface. The photographs confirmed hemolysis in the channel connector. The patient was stable, alert, and orientated. The patient had a thrombectomy earlier today and was on a heparin drip. The physician did not confirm that the hemolysis was due to disease state. No hemolysis testing was performed. It is not known if the rbcs separate when the product/tubing is spun or rested as this was not tested. The customer confirmed the attached solutions (0.9% saline and acd-a) were connected corrected. No clots were observed in the tubing kit. No custom prime was performed. No medical intervention was required. The patient was being treated for thrombocytosis and was in a stable condition. The disposables set is not available for return because it was discarded by the customer.